Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was worn. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing confirmed the customer reported problem. The investigation determined the cause of the issue was a faulty dso sensor. The dso sensor and seal were replaced.

Event description:
It was reported that the pump was ringing for no reason. There was unknown patient involvement.